Manufacturer narrative:
This is 1 of 2 reports (1st MDR).

Event description:
It was reported that in the case of a patient with left internal carotid artery (ica) occlusion, the physician planned to perform balloon angioplasty followed by stent implantation. After establishing the system, the physician first successfully performed balloon dilation. When attempting to implant the subject stent, it perforated the side wall of the distal end of the microcatheter during delivery, with a section protruding while the main body remained within the lumen of the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that in the case of a patient with left left internal carotid artery (ica) occlusion, the physician planned to perform balloon angioplasty followed by stent implantation. After establishing the system, the physician first successfully performed balloon dilation. When attempting to implant the subject stent, it perforated the side wall of the distal end of the microcatheter during delivery, with a section protruding while the main body remained within the lumen of the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the device was returned stuck in a microcatheter. The stent delivery wire sdw was seen to be broken/fractured. The sdw and a portion of the stent were seen piercing through and protruding from the distal catheter shaft. The introducer sheath was not returned. During functional inspection, the microcatheter was flushed, and the sdw was advanced, but due to damage the sdw was permanently stuck and could not be moved or retracted, even with force. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) 'device interaction with another device' and 'stent partial deployment' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. It was also reported that continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that 'using a microcatheter, a 4.0x30 mm and a 4.5x20 mm stent were implanted. When attempting to implant another 4.0*30 mm stent using the same microcatheter, the stent perforated the side wall of the distal end of the microcatheter during delivery, with a section protruding while the main body remained within the lumen of the microcatheter. The physician then completely withdrew the stent and microcatheter from the body and successfully completed the procedure using another set of microcatheter and stent'. In the follow-up gfe responses it is reported that no resistance was noted when advancing the stent through the microcatheter. The stent was returned for analysis partially deployed through the side wall of the microcatheter (near the distal end of a microcatheter). This is aligned with the event description. It was not possible to advance or retract the stent to allow further investigation. The introducer sheath was not returned for analysis. The stent delivery wire (sdw) was also returned partially deployed at the same location of the microcatheter. The sdw was noted to be broken/fractured just distal to the proximal bumper. Given the event description and the condition of the analyzed device sub-components, as well as the fact that two (2) additional stents had been successfully deployed, it is likely that the introducer sheath was set up correctly as reported in the follow-up gfe responses. It is not possible to determine why the stent and delivery wire punctured through the wall of the microcatheter. The fact that the proximal bumper is distal to the stent is unusual and suggests that a lot of force was involved. This is supported by the fact that the stent and stent delivery wire could not be pushed / pulled out of the microcatheter for further analysis. An assignable cause of procedural factors has been assigned to the as reported device interaction with another device and stent partial deployment and to the as analyzed sdw broken/fractured during use and sdw friction, as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.